Manufacturer narrative:
It was reported that malfunction message was displayed when the device was connected to a patient. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. According to the information provided by the technician, the ventilator did not deliver the tidal volume (tv) and minute volume (mv). The device was checked and no deviation was found. Review of the device's logs confirmed occurrence of reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high respiratory rate, paw high, peep low, peep high, inspiratory tidal volume overrange or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the reported issue has not been determined.

Event description:
It was reported that malfunction message was displayed when the device was connected to a patient. There was no patient harm reported. Manufacturer's ref. #: (B)(4).